Event description:
It was reported that the patient underwent pelvic surgery in 2004. During dissection of a voluminious prolapse prior to use of the mesh, a hemorrhage occurred. The bleeding was stopped with hemostatis and coagulation with an electric knife. The patient was evaluated as "cured".